Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported patient experienced loss of therapy approximately from (B)(6) 2019. Manufacturer representative interrogated the device and found it was unable to communicate with external devices and was deemed inoperable. To address this issue patient may be awaiting surgical intervention .

Event description:
Additional information received indicated the patient underwent surgical intervention wherein the ipg was replaced and postoperatively effective therapy was reported. Patient had also failed to charge their ipg for more than a month .

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.